Manufacturer narrative:
(B) (4). Device #2 part # 14679-01 lot #unk indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue #1: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at and starclose se attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly a cuff miss occurred when attempting arteriotomy closure using the perclose at device. The vessel was re-wired and the perclose at device was removed and a starclose se device was used. However, after the clip was deployed, hemostasis was not achieved. The starclose se device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was provided.